Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "there was a patient incident during patient transport, and wants to determine if mms module will hold on to wave history during transport when not wireless." Patient harm (serious injury) was reported but the customer did not wish to disclose event.

Manufacturer narrative:
The customer contacted the customer care solutions center (ccsc) for remote support at which time further information about the incident was requested however the customer was unwilling to provide any further details about the patient or condition. The customer was informed that the (B)(4) does not store waveform data as waveforms are stored at the information center and only the last 6 hours of vital sign data will upload to the monitor when the (B)(4) is attached and configured. The customer was then advised to check the configuration in the transport monitors to set alarm recordings to auto-record based on their described workflow. The customer worked with the ccsc and was assisted in making changes in the configuration of the transport monitors in order for automatic recording to be generated on alarm. The device remains in use. No malfunction occurred. The customer described a patient incident occurring without providing further detail on the nature of the incident. The customer wanted to know if patient waveform data could be retrieved from the (B)(4) but was informed that the product does not have that capability. The customer received assistance in setting up monitor configurations for automatic alarm recordings in order for future waveform recordings to be generated during transport.